Event description:
Call came in from manager in regards to customer that had been hospitalized due to ketoacidosis. He stated that the pt's bg reached levels exceeding 1000mg/dl, with a possibility of a mi. Customer was brought into the ICU and was taken off the device and placed on an insulin drip. Caller also stated that the customer had been to dialysis on saturday afternoon, and that elevated bg levels began after that procedure. No further info reported at that time.

Manufacturer narrative:
The device was not returned for evaluation. Unable to perform any evaluation to determine if a malfunction had occurred. No conclusion can be drawn. A follow-up report will be submitted if the device is received for evaluation after the date of this report or, if any other info becomes available.